Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was then transported to the operating room (or) for surgical repair. The patient was reported to be in stable condition after the interventions were applied. There¿s no information regarding extended hospitalization, patient¿s outcome, and physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.